Manufacturer narrative:
Date of event: 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid was restricted in a one link catheter extension set. There was no patient involvement. No additional information is available.